Manufacturer narrative:
H.6. Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process h3 other text : see section h.10.

Event description:
It was reported that during use of the bd¿ insyte-w winged bl 22ga x 1.0in there was am issue with leakage of solution. The leaking solution was found at the puncture site of the indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: patient admitted to the hospital on (B)(6) 2019 due to a fracture of the left tibia. An indwelling needle was required due to the condition. During the administration process, the leaking solution was found at the puncture site of the indwelling needle. Remove the indwelling needle. Disinfect the injection site with iodophor.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ insyte-w winged bl 22ga x 1.0in there was am issue with leakage of solution. The leaking solution was found at the puncture site of the indwelling needle. The following information was provided by the initial reporter, translated from (B)(6) to english: patient admitted to the hospital on (B)(6), 2019 due to a fracture of the left tibia. An indwelling needle was required due to the condition. During the administration process, the leaking solution was found at the puncture site of the indwelling needle. Remove the indwelling needle. Disinfect the injection site with iodophor.